Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away due to diabetes. The customer's mother stated that just prior to the event, the customer had a seizure and stopped breathing. The customer's mother then stated that the customer passed away at the hosp. Nothing further was reported.